Manufacturer narrative:
Product code (d2b) - additional product code qon, UDI for concomitant product, tined lead: (B)(4), premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a pocket revision was performed, moving the device from the left side to the right side. The lead was visible but remained intact under the skin and was repositioned deeper during the procedure. The patient was seen in the office following the revision, and the device was functioning normally with all impedances green. Stimulation was turned back on, and no complications were reported.